Event description:
A consumer implanted for multiple back operations and spinal pain reported via the manufacturer's representative (rep) they woke up and stimulation was off. The implantable neurostimulator (ins) was interrogated and it was set to zero which the consumer didnt do. It was noted this issue occurred twice. Adaptivestim was enabled so when the consumer sat up it kicked in and they felt shocking. The consumer had already been educated and had their programs tweaked several times so a follow-up appointment was made with the healthcare provider (hcp) for (B)(6) to see if there was anything that could be done or further education was needed. On november 1st the rep. Met with the consumer and reset their orientation and reprogrammed them for better coverage. The consumer called the rep. On (B)(6) to let them know what they did was really helping and they were feeling great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.